Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a single patient sample that was mis-associated with the incorrect assays when run on a vitros 250 chemistry system. The assays assigned to the patient were not the assays ordered by the customer. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if the results were mis-associated with incorrect patient demographics. It is also unknown if any mis-associated results were reported out of the laboratory, however, there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a single patient sample that was mis-associated with the incorrect assays when run on a vitros 250 chemistry system. The assays assigned to the patient were not the assays ordered by the customer. The assignable cause of the event was determined to be user error. The customer reused an sid without ensuring the sample previously programmed with the same sid was processed to completion or deleted prior to reuse. The vitros 250 chemistry system was operating as intended.